Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. The device was above elective replacement indicator (eri) when received. The device sensing was tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an insertable cardiac monitor (icm) implant. During the procedure, after the icm was placed, the electrophysiologist was unable to obtain any r-wave measurements. The electrophysiologist repositioned the icm and verified its position using fluroscopy, but the icm was still unable to obtain any r-wave measurements. The icm was explanted and replaced. The procedure ended without any negative consequences for the patient.